Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2019 with blood glucose of 44 mg/dl and the insulin pump was not working. Customer was found unconscious. Customer was treated via intravenous. Customer is alleging over delivery of insulin pump. Prior to being hospitalized, customer had been experiencing low blood glucose and was treating with glucose tablets. Troubleshooting was performed and customer reported of not noticing insulin dripping or squirting from the end of the set before connecting. Settings were correct and reservoir was showing the same amount of insulin that was shown on status screen. Customer was not able to upload to carelink. Insulin pump is expected to return for failure analysis.